Event description:
It was reported that during a pt event, the device was unable to obtain the pt's ECG via the quik-combo therapy cable. The ems crew was able to eventually obtain the pt's ECG rhythm through the ECG cable, observed a non-shockable rhythm and did not need to deliver therapy. There were no adverse effects caused to the pt from result of the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The customer had already replaced the quik-combo therapy cable. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed therapy cable and confirmed the reported failure. It was observed that the spring was not functioning in the lock mechanism, which wasn't allowing the cable to make proper contact to the device.